Manufacturer narrative:
Incorrect service installation of brake component.

Event description:
It was reported that the brakes were not functioning correctly on this bed. No injury to pt or used was reported.